Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Potential lot #: r20j19071, r20h06055, r20e12075, r20i02037. Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the normal saline was leaking from the pressure pump of an unspecified quantity of clearlink system y-type blood/solution sets. This was observed during use on patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the potential lot # r20j19071 was manufactured on october 20, 2020. H4: the potential lot # r20h06055 was manufactured on august 07, 2020. H4: the potential lot # r20e12075 was manufactured on may 13, 2020. H4: the potential lot # r20i02037 was manufactured on september 03, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage testing which observed a leak at the hand pump between the assembly of the top, bottom end caps and barrel tubing. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.